Event description:
It was reported that the right ventricular (rv) lead has high impedance with a possible fracture. Noise was observed on the rv lead and therapies were deactivated. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009; dtbb1d1, ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Lead interrogation report indicates a lead integrity warning with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes.